Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sticker sheets received via cd shipment. There are no allegations reported. Sticker sheets indicate that the patient had undergone a revision of the head and liner. However, reason for revision is unknown. If/when more information is received, this complaint will be updated accordingly. Doi: (B)(6) 2008; dor: (B)(6) 2012; (left hip).